Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported via pump logs the pump had a motor stall occur on (B)(6) 2017 at 13:58 and recovered on (B)(6) 2017 at 15:59. The representative confirmed the patient had an MRI at that date and time. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No patient symptoms/complications were reported. Patient medical history also included osteomyelitis.